Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) called in to report that ipp does not inflate/deflate completely and correctly since past 6 months. The patient stated that he has done all valve reset troubleshooting techniques with no resolution. The patient visited another specialist who was able to deflate cylinders with great force and determined that the pump was malfunctional. Boston scientific patient service specialist has emailed previous surgeries information to the patient to provide to the new physician and encouraged patient to discuss further step with physician. There were no patient complications reported and no further information was provided.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.